Event description:
As reported by the edwards field clinical specialist, the sapien valve was implanted too aortic resulting in mild to moderate paravalvular leak (pvl). A second sapien valve was implanted more ventricular within the first sapien valve without incident. Per report, a tortuous vasculature and heavily calcified native aortic leaflets caused the first sapien valve to be canted upon deployment. Additional investigation revealed the following: the native annular diameter was 21mm per tee. The native aortic valve was severely calcified with the calcium distributed in bulky chunks. There was no significant septal hypertrophy. There was no mitral annular calcification (mac). The image intensifier angle was described as fair. The coaxial alignment of the valve and delivery system was described as good. Prior to deployment, the sapien valve was positioned 50:50 across the native aortic annulus. Post deployment, the sapien valve was positioned 70:30 aortic. During valve deployment, ventilation was held, balloon inflation was held for three or more seconds, and pacing capture was not lost.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transaortic heart valve replacement procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the combination of a tortuous vasculature, heavily calcified native leaflets, and fair image intensifier angle likely caused the sapien valve to deploy canted, which likely resulted in the reported pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.